Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple devices not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station not communicating. A field service engineer (fse) troubleshot the network issues and discovered that affected station could not connect to the dhcp (dynamic host configuration protocol) server. The fse confirmed that the stations had self-assigned ip addresses. Later, the technical support specialist (tss) confirmed that hospital information technology (it) resolved the dhcp issue. Once resolved, the station came online and communicated properly. The system functioned as intended after customer resolved the issue.